Event description:
Customer's family member called lfs in 5/2002 alleging customer's meter would not power on. Customer's meter would not start so the family member did a urine test and found ketones in customer's urine. Customer started to vomit so they took customer to the emergency room. At the ER customer's blood sugar tested at 357 mg/dl. Customer was treated with an IV of saline and insulin. Issue was resolved with the meter during the phone call, however meter was still replaced. Unable to contact customer to obtain more information. No further information has been reported.